Manufacturer narrative:
Result of investigation: the suspect device has been returned to the manufacturer for evaluation, and technical support was able to confirmed and duplicate the reported event. Investigation revealed that the transducer pt802 has failed this was a known issue which has been addressed with CAPA ca-2017-0206 and co 101400.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The main pcb was replaced. Performed ovp and performance check are all passed. All work accomplished per vela service manual rev. The field service representative confirmed the ventilator met all vyaire manufacturer specifications.

Event description:
The customer reported to vyaire medical that the vela ventilator on start up it is experiencing transducer fault. There is no patient involvement on the associated event.